Manufacturer narrative:
The device was returned for evaluation. An initial engineering visual inspection of the device was performed prior to decontamination and the following was observed: the crimped valve was exposed through liner tear, bent struts were seen on the inflow side of the crimped valve. No other damage besides bent strut seen on crimped valve, the valve was deployed by engineering, the valve deployed fine and no bent strut was observed on deployed valve. The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
During a tf tavr with a 26mm sapien 3 ultra valve in the aortic position via the subclavian/axillary approach, the team introduced the valve into the sheath and while advancing the delivery system resistance was experienced. When the sheath was reviewed under fluoro, one of the tines to the valve was slightly bent causing concern. The physicians immediately decided the valve made it through the expansion portion of the valve. The team decided to stop the procedure because of the vascular complication possibilities and the system was removed. Upon removal it was observed that the sheath was "split", and the side of the valve was exposed with a minimal bend to one of the tines. It was speculated that the access vessel needed repair due to the split of the sheath and the valve exposure. The case was aborted, and the patient was extubated with stable vitals and sent to recovery.

Manufacturer narrative:
This supplemental is one of two reports being submitted for this case. Please reference manufacturer report number 2015691-2022-05688. The device was returned for evaluation. Per initial visual inspection, a liner tear and liner strand were observed on the esheath. The crimped valve was exposed through liner tear and bent struts seen on inflow side of crimped valve. The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. The device was returned for evaluation. The returned device was visually inspected, and the following was observed: pre-expanded valve: one (1) strut bent outwardly at inflow. Post-expanded valve: frame was canted/distorted, bent strut was corrected at inflow side, several struts exposed through skirt, normal after being crimped and used and leaflets dehydrated and wrinkled likely due to storage condition (prolonged crimped state). No functional testing or dimensional testing was performed due to device returned condition. No imagery was provided to review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint was confirmed through returned device evaluation. A review of device history record (DHR) and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the reported event. As reported, "the team introduced the valve into the sheath and while advancing the delivery system resistance was experienced" and "the team looked at the sheath under fluoro and saw that one of the tines to the valve was slightly bent causing concern." Per the training manual, "insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion" and "in expectation of high friction, use short movements and push delivery system closer to sheath hub. "Furthermore, the training manual instructs that "push force can vary due to angle of insertion, transcatheter heart valve (thv) size, vessel diameter, tortuosity, and degree of calcification," "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system," and "do not over-manipulate the sheath at any time." In this case, resistance during advancement is suggestive of high push force. If excessive force was applied to overcome navigation difficulties, it could cause the valve struts to interact with the sheath shaft, resulting in the bent strut as seen at inflow. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the reported event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment (pra) and a corrective action preventive action (CAPA) were previously initiated to capture further investigation and corrective/preventive action activities associated with associated with insertion of commander delivery system with s3u through the esheath resulting in frame damage. In this case, an unspecified vascular problem occurred requiring vascular surgery repair. This was possibly due to procedural factors (device manipulation) that may have contributed to the complaint event.